Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call multiple issues with the insulin pump. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had power loss, low battery alert, motor error, no delivery, and keypad anomaly. Customer reported that the insulin pump buttons were hard to press and no significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. During motor error and no delivery troubleshooting, customer stated that the insulin pump was exposed to high magnetic fields and they were able to complete the rewind process. No delivery was resolved by infusion set and reservoir change. Customer declined to troubleshoot for all other issues. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.